Manufacturer narrative:
Investigation is ongoing. Valve remains in patient. Valve remains in patient.

Event description:
As reported, the sapien 3 valve failed approximately 5 years post implant and the mode of failure was stenosis. A tavr in tavr procedure was done. The catheter gradients post implant were good.

Manufacturer narrative:
The valve was not returned; therefore a visual inspection, functional testing, dimensional testing or imaging evaluation was not performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history was performed. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU for commander delivery system with s3 thv was reviewed. No IFU/training deficiencies were identified. As the complaint for post implantation stenosis was unable to be confirmed, a complaint history review was not required a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post implantation stenosis was unable to be confirmed as imagery/medical report was not provided for evaluation. A review of DHR did not reveal any indication that a manufacturing nonconformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, the s3 valve failed approximately 5yrs post implant and mode of failure was stenosis. A tavr in tavr procedure was done. Additional information indicated that the patient was on peritoneal dialysis, as well as other factors that may have led to an earlier failure than expected. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. In this case, the patient was on peritoneal dialysis which are well known factors that may increase the risk of valve calcification/stenosis. As such, available information suggests that patient factors (dialysis) may have contributed to the reported event. Since no manufacturing non conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed. No corrective/preventative actions (CAPA) nor product risk assessment (pra) escalation are required.